Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the low impedance with diminished r-wave sensing described in the event. There were no anomalies observed on the returned partial leadin segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with minimal explant damage. The full lead was not returned. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found to have low lead impedance with diminished r-wave sensing. The rv lead was extracted and a new lead was implanted successfully. No patient complications have been reported as a result of this event.